Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that it was fully clip-deployed with all components in appropriate post clip-deployment positions. The clip was not returned. Inspection of the device indicated that the clip-firing mechanism was activated to fire the clip off the device. Based on the investigation findings, a cause for the premature clip deployment could not be determined as the device was normally deployed and the clip was fired off the device as designed. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no similar incidents with reported premature clip deployment in the tissue tract.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the clip prematurely deployed in the tissue track. The clip was removed and hemostasis was achieved using manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.